Manufacturer narrative:
B3: date of event - selected as first of may 2025, as the event date is unknown. D4: expiration date - left blank as the lot number is unknown. D4: primary UDI number - left blank as the lot number is unknown. H4: device MFR date - left blank as the lot number is unknown. The suspected product was not returned for evaluation. The lot history review could not be performed as the lot number is unknown. The complaint could not be confirmed, and a root cause was unable to be determined.

Event description:
It was reported that a patient experienced infusion site related issues such as reaction, site pain and site infection, and a site abscess due to the use of an infusion set. There was a patient harm reported due to the device.